Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What was the appearance of the suture during the second procedure? If suture broke, did it break at the initiation point, middle or end? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation?

Event description:
It was reported that the patient underwent total knee arthroplasty on (B)(6) 2019 and barbed suture was used for fascia closure. The way of suturing was as usual. The surgeon placed back stitch, and continuous suturing from putting a cross stitch, then there is a possibility that the surgeon placed more than 2 back stitches. On (B)(6) 2019, the patient experienced suture breakage and wound dehiscence and underwent reoperation on the afternoon of (B)(6) 2019. The patient recovered from the reoperation performed on (B)(6) and rehabilitation started gradually from (B)(6). However, there is a part where wound does not adhere, so rehabilitation is continued in combination with vac therapy carefully. The treatment plan is to continue vac therapy and rehabilitation. The surgeon opined that the cause is probably due to over tension when knee buckling occurred during step up and down rehabilitation, and then the patient¿s knee bent deeply, and extra force was applied than usual. The tension was applied suddenly, and the suture could not stand. No additional information was provided.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: please provide the following information related to additional information provided that: ¿rehabilitation started gradually from (B)(6). However there is a part where wound does not adhere, so rehabilitation is continued in combination with vac therapy carefully.¿ is the ¿wound does not adhere¿ due to an infection? Unknown. If an infection, were cultures performed? Results? Unknown. If an infection, were antibiotics prescribed? Results? Unknown. I'm sorry, no further information will be provided.